Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the atrial lead exhibited a failure to capture, high pacing impedance, and failure to sense. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.